Event description:
During laparoscopic hysterectomy, it was noted that the insulation covering the laparoscopic electrode had come loose. The electrode was replaced during the case performed on (B)(6) 2016. The pt was discharged on (B)(6) 2016. On (B)(6) 2016, the pt was readmitted with severe abdominal pain. Abdominal x-ray was suggestive of a bowel obstruction and a possible bowel perforation. The pt was taken to surgery on (B)(6) 2016 and a sigmoid colectomy with end colostomy was performed for a bowel injury with perforation. Perforation is suspected to be from burn injury. Pathology report confirmed perforation from cautery effect. The pt was discharged on (B)(6) 2016.